Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported an unintended disconnection of the "alligator clip" from the IV tubing that resulted in blood back up and leakage from the patient's PICC line. The line was immediately clamped and the clip was removed. No patient harm or medical intervention occurred. No further patient/event information was reported.